Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2011, the patient underwent surgery for repair of a ventral hernia. As reported, a bard/davol ventralex hernia patch mesh, reference number (B)(4), lot number huvb1306 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2012, the patient underwent an additional surgery to remove sutures, debridement and reinforce the mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 1 year and 8 months post implant of ventralex hernia patch, patient underwent wound exploration. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It is alleged by the patients attorney that on (B)(6) 2011, the patient underwent surgery for repair of a ventral hernia. As reported, a bard/davol ventralex hernia patch mesh, reference number 0010301, lot number huvb1306 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2012, the patient underwent an additional surgery to remove sutures, debridement and reinforce the mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with the implant of ventralex hernia patch. Per operative notes, ¿the hernia sac was identified and dissected free from surrounding subcutaneous tissues. A small ventralex mesh was placed and sutured.¿ (B)(6) 2012 - patient was diagnosed with recurrent umbilical hernia thereby underwent open repair. Per operative notes, ¿there was exposed prolene suture and the mesh was palpable. There is no evidence of recurrence and then the prolene suture was removed. The defect and exposed mesh were covered using sutures.¿ attorney alleged that the patient had pain, permanent scarring requiring mesh removal and hernia recurrence.